Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, difficulty was encountered with inducing the patient. The patient was eventually induced, however, the system was unsuccessful in converting the patient with an 80 joule shock. The system was attempted, but not implanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during defibrillation threshold (dft) testing at implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, difficulty was encountered with inducing the patient. The patient was eventually induced, however, the system was unsuccessful in converting the patient with an 80 joule shock. The system was attempted, but not implanted. A transvenous implantable cardioverter defibrillator (ICD) system was implanted. No adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.